Event description:
Using fluoroscopy, a ureterscope was advanced to the pt's mid-ureter and was removed after it would advance no further. A balloon catheter was advanced in an attempt to dilate the mid-ureter. The balloon initially inflated and then sudden loss of pressure and extravasation was noted by fluoroscopy. The balloon was subsequently tested and found to have a small rupture.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: component failure, balloon. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.